Event description:
It was reported that a rotabater was used on the heavily calcified left anterior decsending artery (lad) lesion prior to the attempt to predilate the lesion with the trek balloon; however, during inflation of the balloon to 10 atmospheres, the balloon ruptured. Another balloon was used for predilatation and the procedure was continued successfully. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek dilatation catheter noted blood visible in the inflation lumen, loosely folded balloon, and guide wire lumen, consistent with a rupture while in the patient anatomy. There was contrast in the inflation lumen, consistent with preparation. A new indeflator was used in the attempt to pressurize the balloon; however due to the thick blood and contrast in the inflation lumen, the balloon would not pressurize. After being left pressurized, the blood and contrast dissolved to reveal a hole in the balloon 2.5 mm distal to the proximal balloon marker, confirming the reported information. There were no scratches visible. Scanning electron microscopy (sem) analysis determined the balloon failure may be at attributed to mechanical damage to the outer surface. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. It was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. The patient anatomy was heavily calcified, which likely contributed to the reported rupture. It is likely that the balloon material was damaged (scratched) during interactions with other devices, or patient anatomy, such that the balloon ruptured upon inflation at 10 atmospheres, which is below the rated burst pressure (rbp). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported balloon rupture appears to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp.